Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results. Son is calling on behalf of the customer. The customer is concerned with test results from results obtained of 246 and 175 mg/dl. The customer's expected fasting blood glucose test result range is 170 - 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/20/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (time not set; memory concerns:all blood results): (B)(6). Memory concerns:all blood results. This son is calling for his mother whose meter is reading very erratically, the bloods were all done fasting and at the morning but the meter is not set up correctly with the time. He claims he is doing the blood correctly and resticking her each and every time to get another blood results.